Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. On the day of the report, the patient met with the rep for an adaptive stim appointment and the program had flashed to check impedances. It was reported that electrodes 10 and 7 were on the ¿avoid¿ list due to a possible short, and electrode 0 was on the ¿do not use¿ list. The patient did not report any change in stimulation, they were doing well and there were no contributing factors identified. In the end, the issue resolved, adaptive stim was enabled and electrodes 0, 7 and 10 were not used. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. On the day of the report, the patient met with the rep for an adaptive stim appointment and the program had flashed to check impedances. It was reported that electrodes 10 and 7 were on the ¿avoid¿ list and electrode 0 was on the ¿do not use¿ list. The patient did not report any change in stimulation, they were doing well and there were no contributing factors identified. In the end, the issue resolved, adaptive stim was enabled and electrodes 0, 7 and 10 were not used. There were no further complications reported or anticipated. (B)(6) 2017. No new information.